Manufacturer narrative:
Concomitant medical product: 6947 lead; icq09b lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine generator replacement procedure, it was observed that the patient experienced diaphragmatic and phrenic nerve stimulation during use of the left ventricular (lv) lead. The physician decided to replace the lv lead. A different lv lead was implanted. No further patient complications have been reported as a result of this event.